Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No keypad/labels were removed. Visual and functional testing were performed. The device was received in fair physical condition with cracked housing. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Replace circuit board. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The root cause of the reported problem was identified as the circuit board. The circuit board was replaced to correct the reported problem.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited continuous alarm at power up. No patient involvement reported.